Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl; cause was not unknown. Ketone level was trace. Manual injections were administered to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.

Event description:
It was reported that the customer's blood glucose (bg) was over (B)(6) mg/dl; cause was unknown. Ketone level was trace. Manual injections were administered to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.